Event description:
The customer reported via phone call that they exposed their insulin pump to fluid. The customer stated an unexpected restart alarm occurred after. It was also reported the buttons on the insulin pump was not functional. The customer's blood glucose was unknown. It was found the customer exposed the insulin pump to moisture while sitting on a ride. Customer stated the insulin pump was vibrating without an alarm or alert. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed self-test, error test and displacement test. No unexpected error alarms or unexpected vibration noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratched lcd window and missing end cap sticker.